Manufacturer narrative:
The reported event of a no external power alarm was confirmed based on the information recorded in the submitted system controller log. The mpu was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the no external power alarms occurred on (B)(6) 2018 while the patient¿s lvad system was connected to the mobile power unit (mpu). The customer was unable to confirm if no external power alarms were caused by the ac power cable coming disconnected from the mobile power unit or the wall outlet. The system controller internal battery supplied power to the pump as designed. There was no reported patient impact due to the event. No further information was provided.